Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the up arrow button on the insulin pump got stuck. Then the device alarmed button error. Customer's blood glucose was 197 mg/dl. The device was not exposed to moisture or dropped nor fallen. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received intermittent button response due to flattened up button dome switch. No button error alarm. The insulin pump was received with minor scratches on display window, cracked case at display window corner, cracked reservoir tube lip and broken belt clip slot.